Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer reported that he had fallen down the stairs due to low blood glucose. The blood glucose reading was 30mg/dl. The customer stated that the device was cracked the screen. The customer was not hospitalized, but he was treated on the scene for his low glucose level. The customer stated that he was using manual injections for treatment. Advised the customer that the insulin pump would be replaced. No further info was provided.